Manufacturer narrative:
The reported events were dislodgement, failure to capture, and sensing issue. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and sensing issue were not confirmed. Visual inspection of the lead found the helix was partially extended and clogged with blood/tissue. X-ray inspection found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, the helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
It was reported that the patient presented for a lead revision procedure to correct the lead dislodgement due to twiddler and the lead exhibit failure to capture and improper sensing. Besides, it was noted that the device had migrated and exhibited failure to capture and improper sensing. The infection was noted once the pocket was open. The entire gallant system including the right atrial lead and the right ventricular lead were explanted due to pocket infection, there was no allegation of infection being device or procedure related. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: b6: previously need to mention fluoroscopy in the b6 - relevant tests/laboratory data, including dates section.